Manufacturer narrative:
This device has been received for analysis but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, a 5f mynxgrip vascular closure device (vcd) was defective during deployment of the device. When shuttling down, the device did not deploy the sealant. The procedure was completed using manual compression. There was no reported patient injury. The user is trained to the device. A 5f non cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of pvd / calcium in the vicinity of the puncture site. The device will be returned for evaluation.

Manufacturer narrative:
As reported, a 5f mynxgrip vascular closure device (vcd) was defective during deployment of the device. When shuttling down, the device did not deploy the sealant. The procedure was completed using manual compression. There was no reported patient injury. The user is trained to the device. A 5f non-cordis sheath was used. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity and no presence of peripheral vascular disease (pvd) / calcium in the vicinity of the puncture site. One non-sterile mynxgrip vascular closure device, 5f, involved in the reported complaint was returned for investigation. Visual inspection of the device showed the shuttle was engaged with the black handle, while the stopcock was in the open position. A cordis mynx syringe was attached to the unit. The catheter sheath introducer (csi) was not returned for this evaluation. The sealant was exposed, and the advancer tube was in its manufactured position. No additional anomalies were observed during this visual analysis. Additionally, it was observed that the sealant was not received exposed by the decontamination lab, based on the managed sample evidence provided. Per functional analysis, the inflation/deflation test was performed, and no issues related to the reported event were observed. The balloon inflated and deflated as expected. The simulated deployment test was also conducted, and no anomalies were noted. The advancer tube was deployed correctly, advancing the sealant distally in line with the device¿s intended design. The reported event of ¿sealant-failure to deploy¿ was not confirmed through functional analysis of the returned device since there were no issues noted with the device¿s deployment mechanism. The exact cause of the issue experienced by the customer could not be determined during product analysis. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the failure to deploy incident reported since the device passed functional analysis for deployment and there were no damages/anomalies that could have contributed to the issue noted. However, it could be related to procedural/handling factors, such as incomplete shuttling down of the shuttle. According to the instructions for use (IFU), which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis, nor the information available for review suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.